Event description:
It was reported that pump screen was broken, and confirmation later verified that pump screen was indeed damaged. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump with new serial number, with no additional information provided about further actions.